Event description:
It was reported that the patient presented to the emergency room due to a stroke and was intubated. A surface echocardiogram indicated that the right ventricular lead had perforated and was capturing the left side of the heart. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).